Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
On (B)(6) 2018 a gamma3 lag screw removal was scheduled at (B)(6) hospital with dr. (B)(6). I attended the case to provide the k-wires and any assistance that was needed during the removal of this lag screw. Dr. (B)(6) made a small incision along the patient's thigh and continued to place a k-wire to properly correspond with the lag screw. Dr. (B)(6) made his goal very clear from the beginning of the surgery that he was going to try and keep the procedure as minimally invasive as possible. He proceeded to then place the lag screw t- handle over the k-wire in hopes to thread the t-handle onto the lag screw and carefully back it out. Once I noticed resistance I advised dr. (B)(6) that he should make another incision and release the set screw at the most proximal part of the nail. He continued to try and thread the t-handle into the lag screw. Soon after dr. (B)(6) removed the t- handle lag screw and made me aware that one of the four prongs had fallen off of the t-handle. I continued to make him aware that the t-handle was now compromised and would not perform the way it was designed. Dr. (B)(6) continued to back the set screw out of the nail and we continued to take the center threaded portion out of the t-handle and use that to remove the lag screw. The lag screw was successfully removed.